Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume infusor was loose which resulted in a fluid leak. This issue was discovered prior to patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 28, 2022, to march 30, 2022. H10: the device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit. A visual inspection via the naked eye noted fluid inside the bag was due to a separated blue winged luer cap. White marking and signs of surface roughness were not observed inside the cap. A functional leak test was performed by filling the unit with green color water to nominal volume and manually tightening the blue winged luer cap. The next day, no signs of a leak were observed from the device. The reported condition was verified, however, the cause could not be determined. The cause was potentially due to a use error by not securely tightening the blue winged luer cap which consequently caused the cap to separate from the luer and cause the leak. The product label (instructions for use) indicates the winged luer cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.